Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) channel. The physician suspected rv lead damage, however, a revision procedure was performed and no anomalies of the rv lead were observed neither visually nor via diagnostic imaging. The rv lead and the device were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.